Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure it was noticed that the package seal was open. While opening the package for the 4.00x8mm liberte bare stent it was noticed that the inner bag was already open. The device was not used and the procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "okay."